Event description:
The lay reporter/ wife contacted lfs alleging that her husband's one touch ultra meter powers off during use. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and obtain the following information: prior to testing the patient felt dizzy on the morning of (B)(6) 2010 .the patient then attempted to test and noticed that the meter powered off during use. The patient then went to the ER at 3:00 pm and was tested on the ER's meter and obtained a 364 mg/dl on the hospital device. The patient was treated with insulin. While troubleshooting, it was noted that the patient had been using the incorrect battery in the meter. Wife mentioned that she will replace the battery and install a new battery and if issue persists, she will contact lfs. Products were not replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and whether the symptoms got worse for the patient to go to the ER. The complaint is being reported since the patient was unable to test due to the alleged issue and had to receive insulin by an hcp .

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.